Event description:
It was reported that during the implant procedure the physician found the pre-inserted screw of the subject device was already tightened. This was discovered since it was not possible to fully insert the lead into the channel. The physician subsequently loosened the set-screw and properly connected the lead.

Event description:
It was reported that during the implant procedure the physician found the pre-inserted screw of the subject device was already tightened. This was discovered since it was not possible to fully insert the lead into the channel. The physician subsequently loosened the set-screw and properly connected the lead.